Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsv6b11, (impl tapered scr-v mtx 6m m 5.7mm 11.5mm) for evaluation. Visual evaluation of the as returned devices identified the implant & mount with signs of use. No apparent damage to the hex was found, mounts as intended during functional testing. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1261284. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261284 for similar events and no other complaint was identified. Review completed utilizing keywords: functional disengaged. The customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular. Metal¿ implants - 4869 rev. 9-10/19. Information identified: adverse effects. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is inadequate handling by clinician or staff while opening the outer vial & inner vial. Therefore, based on the available information, a device malfunction did not occur. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluatio h3 other text : investigation results.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was an internal hex issue when trying to place implant at tooth 14. When they open the implant the mount was not assemble, the doctor decided not to use it due to possible hex damage. Implant had no patient contact. A different implant was placed in same procedure.